Event description:
Healthcare professional reported textured implant and rupture. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: * anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. * rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported right side textured implant and rupture. Device was explanted.